Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon ligated the cystic duct, artery, and vein with multiple clips (2-3) on each side. During the procedure, a clip was seen free, possibly from the cystic vein. It was also reported that the first clip applier used jammed at the distal jaws of the applier. This prevented other clips from being fired. The case was completed when another clip applier was opened and with no pt consequence.